Event description:
Caller reported testing the customer with the freestyle meter and adjusted the pt's medication based on those readings. The customer began experiencing symptoms of hypoglycemia. The customer's spouse treated the customer by administering food.